Manufacturer narrative:
The sensor broke into two pieces.the broken pieces of sensor were successfully removed during the first removal attempt on (B)(6) 2020. The user is doing fine. No further investigation is required.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event when sensor was split into two pieces during the removal procedure and both the pieces were successfully removed.